Manufacturer narrative:
This case, with patient identifier (B)(4) (system 2). Is related to case with patient identifier (B)(4) (system 1) it was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 19 mg/dl, lo (9 mg/dl or less), and 94 mg/dl. Two different vials/lots of strips were used, the patient does not recall which strips belong with which results. No adverse event reported. Return of suspect device was requested and replacement was sent.